Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. The occlusion test could not be performed due to the motor error alarms. The pump passed all operating currents, tested within specification range, and passed the off no power test. The following physical damage was also noted: cracked battery tube threads, a cracked reservoir tube lip, and cracked casing near the display window corners.

Event description:
Customer reported via phone call that her insulin pump alarms with a motor error every time she attempts to bolus. The patient's blood glucose at the time of incident was 176 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The pump had not been dropped or bumped either. The customer was also able to complete the rewind process. The tubing was successfully primed as well. A self test was performed and passed. However, the motor error occurred six times on the day of call. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.